Event description:
The customer obtained non-reproducible lower than expected vitros glu results (patient sample result 1 <20.0 vs. An expected result= 168.2 mg/dl and patient sample result 2 <20.0 vs. An expected result= 197.8 mg/dl) from multiple patient samples using a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros glu patient results were not reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible lower than expected vitros glu results were obtained from multiple patient samples using a vitros 5600 integrated system. There was no evidence to suggest an instrument or reagent malfunction. The investigation was unable to determine a definitive root cause. However, an instrument or reagent related event could not be completely ruled out as potential contributing factors.